Event description:
It was reported that the patient has expired. The implant duration was less than a month. The cause of death remains unknown. It is also unknown if the death was device related. No further details regarding the patient's death were provided. In the operative report of the procedure occurring two days before the patient's death, it was noted: that the patient tolerated the procedure well; there were no complications; the patient was returned to the cardiac surgical intensive care unit in stable condition.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry and the operative report received through follow-up with the health care provider. Per the response received, it is unknown if the device remained in the patient after the patient's death; therefore, the device is unavailable for return. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.